Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: ne u_unknown_ext, implanted: (B)(6) 2008, product type: extension. Product ID: neu_unknown_ext, implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the device did not work anymore but remained implanted. The battery was dead. No interventions or outcome were reported regarding this event. The patient's relevant medical history includes chronic low back pain and complex regional pain syndrome (crps) type I. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.